Event description:
It was reported by the patient that after passing through a body scanner at the airport, he is not feeling well. Attempts to confirm any performance issues with the device were unsuccessful. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.